Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with blood glucose readings over 1000 mg/dl. The customer's sister was unable to troubleshoot at the time of the call. It was also stated that the medical doctor was told that the customer needed novolog insulin but he prescribed novolin instead.